Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the doctor pushed the carrier system in the angio-seal sheath there was no click, the anchor was not locked properly, and he was stuck when he pulled back. He needed to cut the black wire. The event occurred during use on patient/during placement. There was no harm to the patient. Additional information was received on 13feb2025: the type of procedure that was being performed for the patient was a catheterization using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable. Hemostasis was achieved by manual compression. There was no blood loss. There was no concomitant medical products or devices used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample is not available for assessment. The account provided a video of the device, and the carrier tube is inserted into the hemostasis sheath. The carrier tube is then engaged to the rear-lock position and the anchor posts to the tip of the hemostasis sheath. No issues with the device were identified. Although an issue was reported with the device, no issue was identified in the video provided by the account. As a result, the complaint was unable to be confirmed for a device-related issue. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).